Event description:
It was reported that during an anterior cruciate ligament reconstruction surgery the blue suture did not pass through the white suture, so the device did not work. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-1588btb tightrope®, batch 15412814, was received for investigation. Visual inspection of the returned device revealed that the suture assembly had been disassembled. There was a blue suture loop missing. Functional testing could not be performed because the returned device¿s sutures were disassembled, preventing replication of the intended passing/flip/tension sequence. The most likely cause of the reported failure is user error, attributed to excessive force during suture passing, tightening, or tensioning. The complaint allegation is not confirmed as the allegation that the blue suture did not pass through the white suture could not be replicated, preventing functional testing. Refer to the attached investigation photos.